Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was initially reported by the customer that the readings from the connection cable for disposables failed intermittently and didn¿t show values. During investigation, the technician has confirmed that only the arterial temperature reading was affected. Furthermore, no visual defects of the cable were observed. The failure occurred during maintenance. This complaint was initially reported as pressure readings can lead to a pump stop if an intervention is set by the user, a report is required. However, after investigation it was confirmed that no pressure readings were affected, but temperature readings. Therefore, according to the cardiohelp instruction for use (chapter 6 ¿during the application¿) the cardiohelp should only be operated with activated temperature sensors and to ensure that the warning and alarm limits, as well as the interventions, are suitable for the patient and current situation. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The cardiohelp has a venous probe which measures the venous temperature as a second indicator. Further, an additional external temperature sensor can be used. Thus, this event is now considered to be a non-reportable incident. A getinge field service technician (fst) was sent for investigation and repair on 2023 (B)(6) . The failure could not be reproduced, but the connection cable for disposables was replaced as a precaution and the device is back in use. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failures could be confirmed on the date of event. No pump stop occurred in relation to the failure. The exact root cause remains unknown. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - broken fiber inside the cable according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023 (B)(6) for the period of 2010 (B)(6) to 2023 (B)(6). It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-11-19. Based on the results the reported failure "hls cable readings fail intermediately" could be confirmed, but not replicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. The connection cable for disposables was replaced and the device is back with the customer again. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that pressure reading failed intermittently and didn¿t show values. No harm to any person has been reported. Complaint ID: (B)(4).